Manufacturer narrative:
No patient samples were available for investigation. Complaint trend review did not identify increased complaint activity, however the lot search did identify increased complaint activity for the complaint issue. Accuracy testing was completed to evaluate the assay performance using a file kit of reagent lot 02514k000. All replicates met acceptance criteria and the testing passed. A study was reviewed "performance characteristics of six intact parathyroid hormone assays". Sonia l. La'ulu, and william l. Roberts, md, phd. Am j clin pathol 2010;134:930-938, 2010. This study looked at the performance characteristics of 6 intact parathyroid hormone assays, including the architect which was the comparison method. For method comparison, serum and edta plasma samples were tested by all methods. Overall the study found good correlation for all methods, but did indicate there was significant bias between methods. The study also concluded that there are many factors that potentially influence variability for pth measurements, including the method used, pth source (synthetic vs endogenous), population evaluated, vitamin d status, preanalytic variables such as sample matrix, and storage time and temperature. The study assessed some of these factors that can produce variability and confirmed that there is variability between pth assays. In conclusion the study indicated that standardization efforts are warranted and assay-specific decision limits are required. A product deficiency was not identified for this issue. In addition, there is not enough information to reasonably suggest a malfunction had occurred. Limited troubleshooting was performed. Additionally, the product claim indicates a positive bias to the comparison assay.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer stated that architect intact pth values doubled for approximately 5 or 6 patients with secondary hyperparathyroidism taking vitamin d and calcium supplements. The patients were previously well-controlled and stable, but now even though their vitamin d and calcium levels have not changed, their intact pth values have gone from 60 or 70 pg/ml up to 150 pg/ml or higher. Physicians have questioned the results. The customer could not provide any specific patient data. No adverse impact to patient management was reported.